Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 2/18/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter came out of the rij insertion site on (B)(6)2010. The catheter had been implanted on (B)(6)2010 and sutures were still there. The catheter was replaced.